Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the deice. Product was used for therapeutic treatment. Add'l info from importer report 1018233-2013-00408: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not received.

Manufacturer narrative:
(B)(4).